Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a consumer regarding a patient. It was reported that the healthcare provider told a patient¿s daughter that they had a patient who had a ¿lead shut off,¿ and the issue was resolved as soon as they switched programs. There were no patient complications reported as a result of this event.